Manufacturer narrative:
(B)(4). The actual sample was received for investigation and this complaint for the reported issue of damaged, was confirmed in the lab. Per sample evaluation, short mold was observed on the spike connector. The reported issue was determined to be due to molding supplier issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to that the tip of the bag line spike was missing. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.